Event description:
It was reported that the patient presented for follow-up. An increase in high voltage lead impedance was observed. All other electrical values were in range. The lead remains implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.